Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the graphical user interface (gui) display on a 980 ventilator went blank. The patient was removed from the ventilator and manually ventilated via an ambu bag. The ventilator began to work again and the patient was placed back on the ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se)inspected the device and was not able to replicate the reported issue. The se performed extended self-testing on the device and all tests passed.